Manufacturer narrative:
The table was examined by a berchtold field service tech. A visual nad performance examination did not find any errors. The tech was unable to replicate the alleged movement.

Event description:
It was reported that when preparing for surgery the table top slowly started to drift into trendelenburg on its own. No injury or surgical delays reported.